Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior popliteal artery and the anterior tibial artery using an indigo system aspiration catheter 6 (cat6), an indigo system separator 6 (sep6), a non-penumbra guiding sheath, and a guidewire. During the procedure, the physician advanced the cat6 over the guidewire, through the sheath and into the target location. The guidewire was then removed and the sep6 was advanced through the cat6 and into the target location. Next, the physician completed the first pass. During the second pass, the physician noticed via an angiography that while the sep6 was being advanced in and out of the cat6, the sep6 was unable to advance through the occlusion and subsequently, the sep6 folded on itself inside the cat6. Therefore, the sep6 and cat6 were removed together. After the removal, it was noticed that the bulb of the sep6 broke but remained attached to the pusher wire. Afterwards, the physician advanced a new sep6 with the cat6 to attempt to engage the thrombus; however, it was unsuccessful. Therefore, the sep6 and cat6 were removed. The physician completed the procedure by performing a percutaneous transluminal angioplasty (pta) using four balloon catheters. It was also reported that the patient became unstable at one point during the procedure, however, there was no report of an adverse effect to the patient.